Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The device was returned for analysis, and the reported gripper actuation issue was confirmed. The gripper line was observed to be broken at the delivery catheter (dc) handle body; two segments of gripper line were able to be removed from the device. The total length is consistent with the expected length of gripper line. Potential causes for the reported gripper arm actuation issue can include, but are not limited to, procedural conditions / user technique (forceful retraction of the gripper lever) or manufacturing anomalies (excessive slack on the gripper line). With respect to procedural conditions and/or user technique, the gripper arm actuation issue may be influenced by excessive force retracting the gripper lever resulting in the breaking of the gripper line, raising the gripper arms multiple times, or raising the gripper line beyond the 1.5cm mark. Based on the information reviewed and the evaluation of the returned device, it is likely that the gripper arms did not raise as a result of a break in the gripper line. In this case, it is possible that procedural interactions associated with the functional inspection of the device (rotating / turning the dc handle body, translation of the dc shaft) may have contributed to the gripper line becoming tensioned and broken; however, this could not be definitively determined. There is no evidence of a product quality deficiency with the cds device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint handling database indicated there had been no similar gripper line break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being submitted to report the broken gripper line found during returned device analysis. If this were recur in the anatomy there's potential of injury. It was reported that during device preparation of the clip delivery system (cds) outside of the anatomy, the grippers did not raise when the gripper lever was retracted to the blue line. The gripper lever was retracted a bit more past the blue line, but the grippers did not raise. There was no defect seen in the gripper line. The device was not used in the anatomy and there was no patient involvement. A new cds was successfully used in the procedure. No additional information was provided. Subsequent returned device analysis found that the gripper line was returned broken.